Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement manipulation of the guide wire and/or interaction with the anatomy and/or other devices resulted in the noted torn, necked and twisted polymer coating, the noted bent and kinked core and ultimately resulted in the reported tip detachment. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a percutaneous intervention treating a circumflex vein graft with chronic total occlusion. A whisper guidewire advanced into the left main without any unusual resistance noted. During this advancement, the whisper guidewire tip separated while in the anatomy. An unspecified balloon was retracted into the left main and could pull the separated tip potion back into the corsair guide catheter. All was removed as a single unit. The patient was re-wired and the procedure was completed successfully without further issue. There were no adverse patient sequelae and there was no clinically significant delay. There was no additional information provided regarding this issue.